Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Our engineers confirmed the scope at the hospital and found that the replaced part was not a pentax product. For that reason leaded to bad scope skin, tight angle, too hard ift and large rebound force. Also, all the repairmen in this hospital were outsourced by a third party service company. Our engineer had asked the hospital director to stop using this scope and suggested sending it to the pentax factory for repair.

Event description:
The newly repaired ift rubber tube was too hard, resulting in partial rectal sheath film erosion after examination, without bleeding or perforation. This event occurred at the time of during use.